Event description:
It was reported that there was low hvb impedance less than 10 ohms, and it had steadily crept down from 9.66 ohms to 8.23 ohms, suggesting possible middle insulation breakdown. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: middle insulation breached; partial lead in segments returned and analyzed.